Event description:
It was reported that this pacemaker has depleted from 5 years to 3 years battery remaining. Boston scientific technical services (ts) was not able to look at programming, but discussed it was a function of how pacing, voltage, pulse rate and impedance. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.